Manufacturer narrative:
(B)(4).batch # t9218e. Investigation summary: the analysis results found that an er320 device was received with the trigger closed. The device was disassembled to evaluate the condition of the internal components and the trigger was found bent, not allowing the clips to be fed into the jaws. In addition, 20 clips were found remaining inside the clip track. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify the event that occurred, "the ligaclip did not clip as it should have. It got stuck on the ductus choledochus ". How did the clip applier not clip as it should have? Did device not feed clips? Did device feed clips sideways? Did device not fire clips (jammed)? Did device fire malformed clips? Did device fire scissored clips? Did device drop or eject clips? When the device "got stuck" was it stuck on tissue or vessel with the jaws closed? If yes, how was it removed? Was the device cut off of the tissue or vessel? Did the device jaws eventually open?

Event description:
It was reported that the ligaclip did not clip as it should have. It got stuck on the ductus choledochus. No further information is given. No patient consequences.